Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level and had fingertip size air bubbles. The customer¿s blood glucose level was 498 mg/dl. The customer reported that she had air bubble into the tubing which was fingertip size, so she changed the pump however she was still having high blood glucose level. The reservoir will not be returned for analysis and insulin will return for analysis.